Manufacturer narrative:
(B)(4). D4: attempts have been made to gather all product identification information and no further information has been provided. D10: compr aug mini ream gd 10 deg cat# 110040210 lot# 166140 unk reamer guide bushing cat# unk lot # unk g2: canada h6: proposed code: mechanical (g04)- drill complaint can be confirmed through the returned product analysis. The reamer guide has fractured and not all of the pieces were returned. Part and lot identification are necessary for review of device history records, neither were provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that while the surgeon was reaming for the baseplate, the reamer grabbed the edge of the instrument and fractured the instrument. The fractured instrument fractured the glenoid bone of the patient. The procedure was completed with a nonaugmented mini baseplate. Attempts have been made and no additional information is available at the time of this report.